Manufacturer narrative:
The reported events of dislodgement and no sensing were not confirmed. The reported event of helix mechanism issue was confirmed. Final analysis found the inner coil inside the connector region was found over-torqued consistent with procedural damage. Due to over-torqued inner coil, the helix could not be extended or retracted by applying torque to the connector pin. After cleaning the distal portion of the lead, the helix was able to extend and retract within three turns by applying torque directly to the inner coil. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28071. It was reported that the patient was presented in clinic for interrogation. It was discovered that upon interrogation, the right atrial (ra) and right ventricular (rv) lead failed to sense. A chest x-ray was taken which revealed that both the ra and rv leads were dislodged. The physician attempted to reposition the leads but the helix failed to extend for both ra and rv lead. The physician decided to explant and replaced both leads. The patient was in stable condition.